Manufacturer narrative:
The explanted valve was returned to our facility and analysed following our quality control procedure. The valve was returned in sterile water, as recommended by our IFU. Visual examination: no marks are visible on the body but some white deposits can be observed around the inner mechanism of the valve. This could be explained by the penetration of cells or protein inside the valve. Functional control: the ability of the valve to perform as intended was tested. Circulation of air and alcohol remains possible and the ball is not stuck on its seat; therefore flowing remains possible. The rotation of the rotor was also verified. In the state of return, the rotor first remained in its initial position and we found it difficult to change the pressure setting. The same was observed after cleaning. The operating pressures were measured. All measures fall within specifications, except for the lowest one, which is slightly higher than expected. This can however not explain the situation faced by the user. The rotation difficulty could be explained by the white deposits observed during visual examination, which could interfere with the rotation mechanism. The aggregation of cells or protein deposits is a known complication in shunt system, widely detailed in the scientific literature and described in the IFU of our devices. Finally, the valve was tested to verify that the position of the rotor could not randomly change, which was the problem suspected by the user. No random change was observed, the result of the testing is compliant. In conclusion, the valve does not meet its specifications, but the rotation defect observed is due to a well-known complication of a shunt system. The problem faced by the user could however not be reproduced during laboratory testing.

Event description:
The patient suffered from over-drainage and the valve had to be explanted and replaced. The user believes that the issue is due to a valve dysfunction. Additional information received from the user: the user explained that by "dysfunction", he means several changes of pressures without reasons.

Event description:
The patient suffered from over-drainage and the valve had to be explanted and replaced. The user believes that the issue is due to a valve dysfunction.